Event description:
It was reported that the reservoir was leaking.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specs for all pressure-flow and preimplantation testing. The valve did not pass leak test due to a large gouge on the proximal occluder. A review of the mfg records showed no anomalies. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. All of our prods are 100% tested at the time of MFR.